Manufacturer narrative:
Device evaluation: one device was returned. The visual inspection noted fluid damage on the front and rear housing and downstream sensor. During the functional testing, error 1870 was found on the display. The root cause was found to be the defective motor. The motor was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the pump exhibited error code 1870 during testing. No patient injury was reported.